Event description:
It was reported that this right atrial (ra) lead had allegedly dislodged from the implant location, resulting in episodes of over-sensed noise. Diagnostic imaging results and device data was forwarded to boston scientific technical services and is currently undergoing review. It was discussed that the physician would prefer to reprogram rather than perform a potential ra lead revision procedure, but the event resolution has not yet been determined. At this time, the ra lead remains implanted and in-service. No adverse patient consequences were reported.

Event description:
It was reported that this right atrial (ra) lead had allegedly dislodged from the implant location, resulting in episodes of over-sensed noise. Diagnostic imaging results and device data was forwarded to boston scientific technical services was contacted and confirmed that the ra lead was dislodged. Additionally, device data review revealed occasional loss of atrial capture. Additional information was requested regarding the event resolution, but has not yet been received. At this time, the ra lead remains implanted and in-service. No adverse patient consequences were reported.